Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a driveline power fault and a broken pin on their black controller power cable. The controller, battery clips, and modular cable were exchanged.

Manufacturer narrative:
Section d6a: date of implant not applicable for this device. Manufacturer's investigation conclusion: the reported driveline power fault alarms could not be confirmed as no log files were submitted for review. A specific cause for this alarm could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system support with no further related events reported at this time. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The alarms were resolved. The controller was exchanged due to a broken pin. The clips were exchanged due to broken housing.